Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef 30%, diabetes, age older than 70 years, bypass procedure time 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to these adverse events (stroke and conduction disorder requiring ppm implant). The exact cause of the events is unknown. However, investigation results suggest that besides the procedure itself, patient factors (advanced age, atrial fibrillation on apaxiban) may have contributed to these adverse events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
As reported, the patient's care advocate indicated the patient had a stroke and pacemaker placement following tavr. Per medical records received, the patient underwent an uneventful tavr procedure. Post deployment echocardiogram demonstrated no perivalvular leak. The patient was in stable heart function at the end of the procedure. The patient had a cardioembolic stroke post tavr. On post operative day (pod)-3 an MRI diagnosed acute embolic brain infarcts. On pod-4 the patient developed a complete heart block and a permanent pacemaker was implanted 2 days later. On pod-9 the patient was discharged to a skill nurse facility (snf). As reported, the patient had passed away approximately 2 months post tavr procedure due to sepsis due to enterococcus. Per medical records reviewed, the patient was admitted on pod-33 with community acquired pneumonia in the setting of copd, with subsequent sepsis due to enterococcus bacteremia. A tee performed reported tavr valve with normal function, and no endocarditis present. Hospital course was complicated by acute renal failure with hyperkalemia and gross hematuria causing acute blood loss anemia. Due to the poor prognosis and comorbidities, 26 days after admission, the patient was discharged to home with hospice care and passed away 2 days later. The cause of death was confirmed as sepsis due to enterococcus. These adverse events leading to death were not related to the new devices.